Event description:
Syringe was being used to inject chemotherapy into bag and luer lock tip broke off from syringe, resulting in spill inside of IV hood. Spill was immediately cleaned. Employee's personal protective equipment was replaced. Drug was wasted and dose was remade for patient. Chemical agent did not reach the patient.

Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. This event may cause by the needle, but we provided the syringe only. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.